Event description:
The customer reported that the system was remaining on and the on/off button is stuck on. Also when testing the system, it was found that the system was not saving images properly and that the images that were saved were pulling up very slowly.

Manufacturer narrative:
(B) (4). The ge service rep found that the on/off switch contacts were sticking and that the hard drive software had become corrupted. He replaced the on/off switch. The system began turning on and off with no issues. He reformatted the drive using reformat disk and reloaded the software floppy that was located on the system. He reloaded the software, reloaded flash and calibration files. The system operates as intended.